Event description:
The customer reported that while the unit was in use on a pt a "pneumatic drive" alarm was displayed when beginning to transport the pt. The pt was switched to another unit and therapy was continued. No pt injury was reported.